Event description:
The advocate stated the customer received a blood glucose reading of more than 400 mg/dl from his contour and a reading just over 100 mg/dl from another meter. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate performed control tests while troubleshooting and the results fell within the normal control range. The advocate used the last of the test strips while troubleshooting, so no product will be returned.